Manufacturer narrative:
Additional info: device available for evaluation: yes. Returned to manufacturer on: 03/07/2016. Device returned to manufacturer: yes. Device evaluation: the complaint unit was received at the manufacturing site for investigation. The lens was received out of the insertion device (delivery system). The cartridge component was observed correctly engaged into lower body of the pcb00 device. The plunger component was observed in the advanced position. Visual inspection at 10x microscope magnification was performed. A cartridge crack was observed. The crack is located at the cartridge tube and tip. The complaint issue was not verified in the returned product as the lens was received out of the device delivery system, therefore, no override of the lens was observed. Manufacturing record review: the manufacturing po was evaluated and the devices were manufactured within specifications. The units were released according to specification. The review identified no non-conformance report (ncr) associated with this production order. Labeling review: a review of the directions for use (dfu) was performed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens with the delivery system. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted; give date: na (not applicable) as not implanted. Explant date: if explanted; give date: na (not applicable) as not implanted therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that two different preloaded insertion systems, pcb00 shooters had misfired causing scratching to a patient's cornea. The event occurred twice on the same patient with two different insertion systems. The surgeon decided to implant a zcb00 lens, which was inserted into the patient's eye without further issues. The patient's eye was medicated and gauze patches were placed. On the (B)(6) 2016 a medwatch report no. (B)(4) was received confirming the reported issue. Two MDR reports will be submitted. One for each of the pcb00 devices.